Manufacturer narrative:
The complaint investigation for false depressed architect calcium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect calcium assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 27341un25. The device history record review did not show any nonconformances, potential nonconformances or deviations associated with the lot number. The overall performance of architect calcium reagent in the field was reviewed using data from customers worldwide. A review of assay field performance data indicates that the patient median is within the established limits for lot 27341un25. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect calcium assay for lot 27341un25 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed calcium results generated on the architect c8000 processing module for a 57-year-old male patient. The following results were provided: (customer provided patient normal range: 8.4-10.5 mg/dl, patient critical low= <6.0 mg/dl, patient critical high= >13.0 mg/dl) on (B)(6) 2025 sid (B)(6) initial result = 5.9 mg/dl, the emergency room drew another sample shortly after as a point of care and they got a normal result. (No specific result provided) on (B)(6) 2025 repeat result of same sample on another architect (B)(6) = 9.6 mg/dl no impact to patient management was reported.

Event description:
The customer observed falsely depressed calcium results generated on the architect c8000 processing module for a 57-year-old male patient. The following results were provided: (customer provided patient normal range: 8.4-10.5 mg/dl, patient critical low= <6.0 mg/dl, patient critical high= >13.0 mg/dl) (B)(6) 2025 sid (B)(6) initial result = 5.9 mg/dl, the emergency room drew another sample shortly after as a point of care and they got a normal result. (No specific result provided) (B)(6) 2025 repeat result of same sample on another architect (B)(6) = 9.6 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.